Event description:
Baxter IV pump failure. Patient on remifentanil infusion during spine case. Pump programmed correctly; however, medication was not infusing. Volume in bag was found to be not emptying. No patient harm occurred. Clinical engineering interrogating pump as of [redacted date]. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).